Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm b658746 320-10-00 - equinoxe reverse tray adapter plate tray +0 b622660 320-15-05 - eq rev locking screw b669232 320-20-00 - eq reverse torque defining screw kit b561220 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s540194 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b166073 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm b596424 320-31-36 - glenosphere, 36mm for small reverse a747746 320-35-07 - small sup./post. Aug glenoid plate,left b498769 320-36-00 - 36mm humeral liner +0 unconstrained b636275 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack b659524 531-55-88 - ergo gps 3.2mm drill kit sterile b669325 531-78-20 - shouldr gps hex pins kit b625442 a10012 - gps implant kit v2 05007525151. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 months and 21 days post the initial right reverse total shoulder arthroplasty, the patient was revised due to anterior shoulder pain and coracoid impingement from a large lesser tuberosity osteotomy bone fragment.